Event description:
The consumer stated that her six year old grandson had the toothbrush in his mouth when the plastic and metal disk under part of the bristle plate broke into pieces. The six year old was choking on the metal disk for about 20 seconds. He is fine now. They did not seek medical attention.